Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This system was implanted on (B)(6) 2017. A few minutes after them implant, after the physician had left the room, the anesthesiologist was waking the patient back up and noticed blood in her mouth. The patient had a dnr and expired on the table. There are no known complaints against this system. It is believed that the system remains in the patient. Should additional information be received, this file will be updated.